Event description:
Additional information received indicated the cause of the event was the patient¿s fall. The patient fell on their back near their tailbone and had a bruise, but no cuts. The patient was not able to feel stimulation while they had swelling from the fall, but was able to when the swelling went down. No hospitalization was reported and the patient outcome was non-serious injury/illness.

Event description:
It was reported that the patient¿s device was not working too well right now. The patient fell before her trip, about a week or so ago, and the device was stimulating, but stopped over the last few days. It was noted that the patient¿s symptoms were ¿pretty good.¿ the patient requested compatibility guidelines for airport security gates. The patient had an appointment to see her doctor when she returned home. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-33, lot# va06p2b, implanted: 2013 (B)(6); product type lead. (B)(4).